Manufacturer narrative:
(B)(4). Add'l questions in regard to the incident have been asked. The incident device has been rec'd and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that during an open laparotomy, about halfway through the procedure, the device would no longer seal. It is not known if a regrasp alarm sounded or if an endtone, indicating a completed seal cycle, was heard. Another device was opened and used to complete the procedure. There was no pt injury.